Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were unresponsive. Customer stated that the insulin pump has been exposed to moisture. Customer's blood glucose reading at the time of the call was 60 mg/dl. No further info reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The device was received with cracked case at the display window corners and battery tube threads. The unit was received with minor scratched display window. The device was received with broken belt clip slot.